Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Therefore, lens was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that lens model, zcb00 monofocal iol (intraocular lens) was received damage when removing from packaging. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215

Manufacturer narrative:
Device available for evaluation: yes, returned to manufacturer on: 1/29/2019, device returned to manufacturer: yes. Device evaluation: the complaint unit was returned in its original folding carton and case. Visual inspection using microscope magnification was performed. Loose particles/fibers in the optic body were observed compatibles with handling the lens out of the sterile environment. Both lens haptics were observed in good shape and form. No manufacturing defects such as lens creased, curled, crumbled, twisted were observed on the return. There is no evidence to suggest that the complaint lens has been affected by the manufacturing process. The reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Historical data analysis: a search of complaints revealed no additional investigation requests have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.